Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 24 may 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The annulus diameter was measured to be 26.1mm, the perimeter was measured to be 82.1mm, and the annulus area was 517.3 mm2. There was severe calcification noted on the native valve. The navitor valve was successfully prepared and loaded per the instructions for use (IFU). The valve was slowly deployed in the cusp overlap view, and the placement was checked again in three cusp view. The valve was released at a final implant depth of approximately 3mm. The delivery system was then removed too quickly and the navitor was pulled in the process. The valve was pulled about 14mm total. The valve was then snared into the aorta acendens and a 26mm non-abbott valve was implanted. The patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.

Manufacturer narrative:
An event of the flexnav delivery system being removed too quickly and causing the valve to migrate was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. No issue was alleged against the flexnav. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Based on the information received, the cause of the reported incident could not be conclusively determined but removing the delivery system quickly might have contributed to the reported pulling of the valve.